Event description:
Boston scientfic crm received information that this clinic rn contacted technical services on (B)(6) 2009 tor report that an rv lead issue had developed following a device changeout to model #e110, (B)(4). The physician wanted to test unipolar with the device.

Manufacturer narrative:
Technical services explained that this was not possible with an ICD and discussed a possible connection issue since the impedance measurements were out-of-range. Subsequently, boston scientific crm received information from the local representative reporting that this patient was presented back to the ep lab on (B)(6) 2009 due to electrogram noise present on the rv pace/sense channel. The pacing threshold was greater than 7.5 volts and the pacing impedance measurement was > 2000 ohms. The terminal pin of the rv pace/sense lead was detached, mineral oil was applied, and the pin was re-inserted back into the header connector block. At that time, the high voltage df-1 terminal pins were noted to be physically reverse in the header connector block of the df-1 ports. The high voltage terminal pins were detached and properly re-inserted into the df-1 ports. Diagnostic assessment found that no noise was identified on the rv pace/sense channel. Additionally, the pacing impedance and thresholds values were within normal range. A 'tug test' was performed and the terminal pins were found to be secured into the header connector block. Subsequently, boston scientific received information that this clinic nurse contacted technical services in (B)(6) 2010 to report that this patient was installing a water heater on (B)(6) 2010 and experienced atrial tachycardia response (atr) episodes due to right atrial (ra) oversensing. The episode was review and electrogram noise was present on the ra and shock channel. There was no electrogram noise on the rv pace/sense channel. The available information suggests that the device, ra lead and rv lead remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.